Manufacturer narrative:
The reported event of leads stuck in the header was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. This caused the leads to become stuck in the header connectors. Lead removal was best accomplished by destroying the header to free the leads intact. Actions have already been taken to prevent reoccurrence of this problem. A header re-design has been implemented to correct this issue.

Event description:
It was reported that a patient presented in-clinic for a normal elective replacement. During the procedure it was observed that the lead was stuck is the header of the pacemaker. As a resolution the header was procedurally broken, eventually explanted and replaced. Patent condition was unknown. Further information was not provided.